Event description:
During a procedure for an interochanteric fracture, one of the coils on the shaft of the 5.0mm flexible hexagonal screw driver started to unwind. All pieces were retrieved and the procedure was completed with no other issues reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of manufacturing records confirmed two issues were identified during manufacturing. These issues were addressed prior to release of the associated lot to finished goods in conformance with specifications and with no complaint-related anomalies. Manufacturing investigation revealed visible wear consistent with a multi-use of a re-usable surgical instrument. Based on the DHR and evaluation findings the reported event was concluded to be due to normal wear or excessive force applied during surgical use of the instrument, and not attributable to an identifiable manufacturing issue.